Manufacturer narrative:
No information has been received to date. A product sample was received and is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that fluid leakage occurred at the filter. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. One sample was returned for evaluation of the failure and picture by the customer was provide it. Unit returned was received inside of a plastic bag which is not their original packaging. Visual inspection results: the sample do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. Functional testing: the sample was analyzed using a syringe with colored water to detect any leak. Results: during the test, no leakage was found. The complaint is not confirmed. The cause of the reported problem could not be determined. Due to customer have not provided lot number of the component returned, there is not documentation to review the history of the process.